Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, on the fourth firing on the duodenum, the adapter was connected and the jaws were checked for opening and closing. The nurse handed the device to the surgeon with the jaws closed and the surgeon then approached the tissue and closed the jaws. The surgeon pushed the green firing mode button but the indicator was not illuminated at all. They replaced the device with a manual handle, using the same reload, and the firing was completed. The powered stapler was also used for two other procedures afterwards and was successful.